Event description:
It was reported that the atrial lead exhibited impedance less than 100 ohms. The lead capture increased from 0.75 v to 1.75 v and sensing dropped from 4.1 mv to 0.3 mv. The physician decided to keep the patient in ddd mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.